Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Inspection shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of instrument identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a spinal surgical procedure for adjacent level disease. It was reported that the tip of the driver broke while removing the old hardware. No patient complications were reported.